Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. As reported by the facility "patient came in with sat. Had taxus stent placed." Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.